Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Occupation: reporter is synthes sales consultant. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was scheduled for surgery to remove an expert tibia nail on (B)(6) 2019. The extraction screw, f/tibial and femoral nail didn't work as the screwdriver piece was out and might be stolen. Thus, the nail was left in the patient and surgeon was not able to perform the removal procedure. Concomitant device reported: nails: trauma (part# unknown, lot# unknown, quantity# 1), screws (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) conical extraction screw for ti femoral and tibial nails. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: nails: trauma (part# unknown, lot# unknown, quantity# 1), screws (part# unknown, lot# unknown, quantity# unknown), hammer guide f/357.250 (product code: 357.220, lot number: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: this complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the extractscr f/tibial+fem nails (p/n: 03.010.000, lot number: 7876456) was received at us cq. Visual inspection of the complaint device showed the threads on the tip were rolled over and stripped. In addition, the device was received stuck with another device (357.220, lot number unknown) and could not be disassembled. Functional test: a functional assessment was performed. The complaint device was unable to be disassembled from the returned mating device (357.220). The complaint can be replicated. Dimensional inspection: no dimensional inspection could be performed due to post-manufacturing damage or internal dimensions being inaccessible due to the complaint condition. Document/specification review: drawings were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the device is unable to disassemble which is a functional complaint similar to being unable to assemble. Additionally, the device threads on the tip were stripped. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part: 03.010.000, lot: 7876456, manufacturing site: haegendorf, release to warehouse date: 14. May 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.